Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Rnfa harvesting saphenous vein reported that they were unable to insufflate through either the btt port or the distal port. Co2 was confirmed to be lowing. Harvester stated that the insufflation tubing being used was a new product from a different vendor, and noted that the male end that connects to luer lock was noticeably shorter than the tubing normally used, and not making contact with the blue valve in the connector. Due to lack of insufflation, it was necessary to abandon evh and complete harvest with open technique.